Manufacturer narrative:
Lot review: lot# 2844003 showed 11,000 units were manufactured, tested, inspected and released in april 2016, there were no exception documents. Visual receipt: on 10/11/2016 received the following: one used ch2000s, spinning spiros, reported lot# 2844003. Two used 081-ch-10 chemoclave bag spike lot# unknown. One used IV container 50ml. One used admin set. One 081-ch-10 was spiked into the 50ml container. The spiros was confirmed to be damaged, the female luer was separated from the spiros housing. Functional testing: the ch2000s spinning spiros was broken at the ultrasonic weld. The weld was microscopically examined. The energy directors were not well consumed suggesting an inadequate ultrasonic weld. Final analysis summary: the complaint of ch2000s spinning spiros weld bond breakage was confirmed. The breakage was due to an inadequate ultrasonic weld. ICU medical has made weld improvements that have strengthened the bond.

Event description:
Complaint received regarding one, ch2000s, spinning spiros, lot# 2844003 (mfd. April 2014). Report states, spiros which was connected with 081-ch-10 and an infusion set was separated half an hour after connection and endoxan leaked. Unprotected chemo exposure was reported.